Event description:
The patient reported that subsequent to the implant of a protegen sling, as well as cystocele and rectocele repair, experienced discomfort in the pubic area, nerve damage on their left side, lower back pain, and numbness. The device remains in the patient. Therefore, no failure analysis is available.